Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7075637.

Event description:
It was reported that the patient was experiencing intense calf pain following an initial implant procedure wherein the leads were cut and removed in the emergency room (ER). It was also reported that the leads were placed intrathecally and that was the source of the pain. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing intense calf pain following an initial implant procedure wherein the leads were cut and removed in the emergency room (ER). It was also reported that the leads were placed intrathecally and that was the source of the pain. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. Additional information was received that the explanted leads will not be returned as they were kept by the medical facility.